Event description:
It was reported that the patient started having hallucinations shortly after their pacemaker was implanted and alleged that the hallucinations may have been caused by an interaction between the pacemaker and the implanted neurostimulator. The caller noted that the hallucinations have escalated. The patient's parkinson's doctor was aware of the issue, but told the caller that they could not change the patient's medications until they determined the cause of the hallucinations. The caller indicated that the patient's heart doctor was not aware of this issue yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.